Event description:
Delay in surgery case due to equipment not available. The equipment was used on three cases the day before and were cleaned and made ready for sterilization., the plan was to run the sterilizer this am, however the boiler pressure was down this morning and would not support the cycle. There is no backup mini driver/power.